Event description:
A (B)(6) male (B)(6) has a medical history of congenital heart disease -atrioventricular septal defect (avsd), congestive heart failure (chf), down's syndrome, and tracheomalacia. The pt received inomax for acute respiratory decompensation and suspected pulmonary hypertension starting (B)(6)2010. The same day, a nurse reported monitor alarms on the inomax ds (B)(4) and the device started making a hissing sound. The baby's heart rate decreased from 120 beats per minute to 90 beats per minute and oxygen saturation decreased from 80% to the high 30% which were definitely attributed to the device failure. The respiratory therapist was called and manually ventilated the pt with the inoblender. The reporter estimated that there was an interruption to therapy for approx 2 minutes. After a few minutes, the baby recovered back to expected parameters. The respiratory therapist considered the decrease in oxygen saturation to be "life threatening without intervention". The device was removed from service and returned to the company for investigation, and the pt was placed on another inomaxds device.

Manufacturer narrative:
On (B)(6)2010, a respiratory therapist reported a leak inside inomax ds, (B)(4). Eval summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.